Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken and pushed inside of the device. Analysis also noted that the hanger assembly was broken, the upper and lower cases were broken, three plugs were damaged, two screws were contaminated, and an error code occurred. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.